Event description:
The customer states that one patient sample generated an initial architect total b-hcg assay result of 14.38 miu/ml on an architect i1000sr analyzer. The sample retested twice at less than 1.20 miu/ml. No suspect results were reported from the lab. There is no report of any patient impact.

Manufacturer narrative:
A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay and/or the architect havab-igg assay (list number 6c29). This occurs due to reagent mediated sample carryover of high b-hcg samples caused by the architect rubella igg assay specific diluent component or the architect havab-igg microparticle component on an architect i1000sr system. (B)(4).